Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now, low battery alarm or power error noted during testing. No unexpected replace battery now alarm, unexpected low battery alarm or power error noted in the formatted history file. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Format history file analysis confirmed pump error (variable 3) due to poor solder joint at ambient light sensor on keypad assembly. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay at the select button and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.